Event description:
Patient's husband reported a right side "chills", "fever", and bilateral implant "hot/warm" to touch and "deflations". Fever and chills are not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.